Event description:
It was reported there was a motor stall with motor stall recovery recorded in the event logs. The motor stalls were discovered by a nurse when the pump was refilled yesterday. The logs showed the first motor stall was on (B)(6) and lasted for 7 minutes before recovering. The second stall was on (B)(6) at 18:14 with a recovery at 18:33. There was no known reason for the motor stalls. There was no therapy or medical problem reported. There were no symptoms or medical issues related to the stalls. The patient had a brain tumor and was quite ill so it was not sure if the patient would have been cleared for surgery to replace the pump. The pump was refilled on the day prior to the date of the report and there was no active motor stall. The health care provider (hcp) was currently looking for a surgeon to perform the replacement surgery. The system was being used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n194055, implanted: (B)(6) 2009, product type: accessory. (B)(4).